Event description:
Asr head and taper were stuck together. Extractor broke and implants still could not be separated. A new head and sleeve were used. This resulted in a 60-minute surgical delay.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Rejected. Duplicate of MDR# 1818910-2012-01145.